Event description:
It was reported that during a surgical procedure the customer experienced a critical error which forced them to restart the de vinci surgical system. After restarting the system, the system failed to home. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the surgery.